Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the torque knob on the mayfield modified skull clamp (a1059) moved while flipping patient. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the unit showed that the lock had both rotational and lateral movement and a residue buildup was present. However, this would not allow the clamp to slip when put under pressure. Upon disassembly, repair noted the index knob and the lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. General maintenance and cleaning performed and new components were added to replace worn internal parts. Root cause analysis: evaluation found no device deficiencies that would have contributed to the reported complaint. The torque knob was put under pressure and passes all specific functional testing. The skull clamp has slight rotational and lateral movement, but this would not allow the clamp to slip when put under pressure. Repairs was unable to duplicate slippage. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient.